Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. No anomaly noted. Pump history crc failed error was found in history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had displayable history crc check failed on startup and failed battery alarm. Customer¿s blood glucose was 118 mg/dl at the time of incident. The customer stated that they were not able to "cleared" the alarm. Customer stated that they received failed battery alarm with each new battery inserted. Troubleshooting was performed. The insulin pump will be returned for analysis.